Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the lock and symbols buttons of the insulin pump were worn off. Customer¿s blood glucose level was unknown. Customer stated that the declined battery life every 3 to 4 days and clock was 3 minutes fast. Customer also stated that rejected semi used batteries. The insulin pump will not be returned for analysis.